Event description:
It was reported that the patient presented for a system implant. During the procedure, it was noted that a stylet was unable to be removed from the left ventricular lead. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Final analysis found ptfe coating stripped form the stylet and bunching of the inner coil. The reason for this anomaly is unknown.